Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of multi-organism peritonitis with hospitalization for pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to the patient not washing his hands. This is supported by the culture results as acinetobacter lwoffii, staphylococcus haemolyticus, and candida lusitaniae are all bacteria found on the skin of humans. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has an infection and was sent to the hospital to have the pd catheter removed. The patient is currently out. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient¿s pd effluent was thick and milky in appearance. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was sent to the emergency room (ER) to have the pd catheter removed. The patient had a prior peritonitis event, and the physician determined the pd catheter required removal. The patient was admitted to the hospital on (B)(6) 2025. The pd culture resulted positive for multi-organism peritonitis. The organisms which grew were acinetobacter lwoffii, staphylococcus haemolyticus, and candida lusitaniae. The patient was initiated on intravenous (IV) antibiotics with daptomycin and cefepime (allergy to vancomycin; dose, frequency, and duration unknown). The pd catheter was pulled on (B)(6) 2025. The patient was permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was the patient not washing his hands. The pdrn stated the patient has a history of not following proper aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient has an infection and was sent to the hospital to have the pd catheter removed. The patient is currently out. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain. The patient¿s pd effluent was thick and milky in appearance. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was sent to the emergency room (ER) to have the pd catheter removed. The patient had a prior peritonitis event, and the physician determined the pd catheter required removal. The patient was admitted to the hospital on (B)(6) 2025. The pd culture resulted positive for multi-organism peritonitis. The organisms which grew were acinetobacter lwoffii, staphylococcus haemolyticus, and candida lusitaniae. The patient was initiated on intravenous (IV) antibiotics with daptomycin and cefepime (allergy to vancomycin; dose, frequency, and duration unknown). The pd catheter was pulled on (B)(6) 2025. The patient was permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was the patient not washing his hands. The pdrn stated the patient has a history of not following proper aseptic technique.